Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 330 mg/dl with small ketones. Reportedly, the cause of the elevated bg level was unknown. The customer changed infusion set and administered manual injections to address impacted bg level. The customer declined to do troubleshooting with tandem technical support.